Manufacturer narrative:
UDI #:unknown because lot/serial number is not available. Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Date of event unknown/not provided. Catalog #: a complete catalog is unknown as the serial number was not provided. Serial number: unknown/not provided. Expiration date: serial# was not provided and therefore the expiration date is unknown. If implanted; give date: unknown/not provided. (B)(4). Device manufacture date: serial# was not provided and therefore the manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced unexpected post-op refraction with a pcb00 intraocular lens (iol) implanted in the left eye. The doctor targeted -0.25 refraction but ended up with -2.50. Iol master: al od 20.27 os 20.43; od k1 45.12 x 87 k2 46.04 x 177; os k1 45.92 x 170 k2 47.27 x 80; acd 2.19 od 3.10 os. Wtw 11.8 od measuring error os but 12.2 on post op repeat used 31d zcb00 os post op target refraction -.25 surgeon factor 1.96 for hol 1 formula actual achieved post op refraction -2.50. Through follow up, it was learned that the measuring error is likely related to a miscalculation done by a technician. The doctor believes that the unexpected post-op refraction in the left eye is related to the patient anatomical condition and not the pcb00 lens itself. The patient has shorter eyes and at risk of glaucoma. The doctor consulted with another doctor and implanted 3-piece iol in the right eye to compensate for the problem in the left eye any 1-piece iol would be an issue due to the patient anatomical condition. Patient is doing good and happy with the outcome. No further information was provided.

Manufacturer narrative:
To date the intraocular lens (iol) remains implanted; therefore product testing could not be performed. Manufacturing records reviews: since the serial number is unknown the manufacturing records cannot be reviewed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.